Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The central processing unit (cpu) host was replaced. The system was then tested and met all product specifications. The system was manufactured on february 11, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the nonconforming central processing unit (cpu) host. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down on its own. The system was turned on for testing. There was no patient involvement.

Manufacturer narrative:
The central processing unit (cpu) host was received and a visual evaluation of the returned sample found no visual nonconformities. The central processing unit (cpu) host sample was installed into a calibrated system, where it booted up with no issues. The system was ran through various surgical modes, and left running for 6 hours without any issues and without shutting down. Thus, the reported event was unable to be replicated. The central processing unit (cpu) host testing was found to function as intended. Therefore, although the system was confirmed to be nonconforming, how or when it became nonconforming remains inconclusive. The root cause of the reported event was determined to be wear/reliability issues within the system electronics. The manufacturer internal reference number is: (B)(4).